Event description:
It was reported, the patient is not receiving effective stimulation in his low back. Due to anatomical issues the physician had difficulty placing the lead during the permanent procedure. A sjm representative met with the patient and was unable to resolve the issue with reprogramming. A trial with a pns system has been scheduled to determine if the issue can be resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.